Event description:
Upon inspection and testing of a loaned device, returned to olympus for processing, an error "e111" occurred. As the problem was found during inspection and testing of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, an error "e111" occurred and the cause was assigned to lamp fan failure. In addition, turret unit failure was found. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty lamp fan could not be identified. Olympus will continue to monitor field performance for this device.